Event description:
The customer has reported that the error code was rec'd with the holster prior to a breast biopsy. The procedure was cancelled and rescheduled.

Manufacturer narrative:
Transverse drive shaft. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found contamination between the drive shafts and bushings was causing the l3 error code. To correct the customer complaint the analysis site replaced two drive shafts and two bushings. Per the service manual performed service tests, no functional faults were found. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.